Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hypoglycemic event. The reporter stated that the patient had lost consciousness and an emt had measured her blood glucose to be at 18 mg/dl. The reporter stated that the patient had replaced the battery of their pump, and as a result the basal and bolus settings had been reset. The reporter stated that the patient¿s healthcare provider changed the basal settings on the pump. This complaint is being reported because the patient allegedly experienced a severe hypoglycemic event as a result of the pump resetting to default settings upon rebooting.